Event description:
A surgeon reported four of nine patients developed toxic anterior segment syndrome (tass) following cataract surgery with intraocular lens implant (iol). In this case, the patient presented with fibrin over the anterior surgace of the iol at one day postop. Twelve days following surgery, the patient presented with mild corneal striae. Inflammation had dissipated and her uncorrected visual acuity was reported as 20/40. Follow-up with the o.r. Manager revealed no changes have been made in the staff or in the o.r. Procedures. She did mention their facility reuses single-use phaco tips. The cause for these four cases of tass is not known. Additional information has been requested. 1119421-2007-00044--patient #1; 1119421-2007-00045--patient#2; 1119421-2007-00046--patient #3; 1119421-2007-00047--patient #4.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. Sterilization records were reviewed and the sterilization cycle ran within all required parameters with no anomalies. There have been no other complaints received for this lot number. Additional info was requested by fax and by mail on 01/17/2007. Phone follow-up was conducted on 01/25/2007, 01/26/2007, 01/30/2007 and 02/06/2007 with additional data provided. To date, a completed questionnaire has not been received.